Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The cause of the battery pack not charging was a defective weld within the battery pack. One of the cells was not connected to the other two. The root cause of the defective weld is not known, but is probably a random component failure. This is a very rare occurrence. The defective cells were replaced. The battery pack was retested and restocked. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B) (6) male pt contacted lifecor customer support to report that one of his battery packs would not power up the system. He stated that this battery pack was yielding the "battery pack fault" led when placed on the battery charger. Support sent the pt a replacement battery pack.